Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission, possible intermittent undersensing was noted on stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.